Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on 08-jun-2026. The unit was received with a reported oxygen error, confirmed with the contaminated zeolite. Incoming internal 02 measured 83.6% and external o2 measured 86.1%, both below specification. The issue was identified as high psa (11)caused by zeolite contamination from moisture absorption. The uip, and top housing were replaced due to cosmetic damage.

Event description:
It was reported that the patient's unit was displaying an error message and troubleshooting did not resolve the issue. As a result, the unit was not outputting enough oxygen causing the patient's levels to drop. The patient also stated that due to a heart condition, this caused their heart to increase. A replacement unit was sent to the patient and it is working for them. The inogen team attempted to contact the patient for further information three times with no response.